Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-2000 was not working well. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities, and minimal evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure not working well" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).